Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). Also was involved pxc141200j/13942170 and the midwatch# 2953161-2019-00065 was emailed on december 9, 2019 to cover a distal type I endoleak. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2017, this patient underwent an endovascular repair for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, a gore® excluder® aaa endoprosthesis featuring c3® delivery system was deployed on the right side and a gore® excluder® aaa endoprosthesis contralateral leg component was deployed on the left side. After the endoprostheses were deployed and touch-up ballooning was performed, a type ii endoleak (origin unknown) was observed. The procedure was completed with no further treatment. The patient tolerated the initial procedure. On (B)(6) 2019, imaging showed an aneurysm enlargement (amount unknown). On (B)(6) 2019, a reintervention was performed to treat an aneurysm enlargement. Reportedly, based on the intra-procedural observation on (B)(6) 2019, the type ii endoleak originated from the ima was noticed. It was reported that it was possibly the same endoleak but unknown as the origin of a type ii endoleak which was observed on (B)(6) 2019 was not determined at that time. Also, another type ii endoleak from the lumbar artery which was reportedly fed from the right internal iliac artery was observed. No further treatments for the type ii endoleaks were performed. It was unknown if the type ii endoleaks caused the aneurysm enlargement. It seemed that there was a slight gap (a lack of apposition) between the distal end of the ipsilateral leg and the right common iliac artery, and ballooning to the distal end of the right leg was also performed. The patient tolerated the procedure. The physician reported that follow-up was not performed well before these events occurred, so no further confirmation could be made. Reportedly, the distal type I endoleak in the left common iliac artery was confirmed based on the intra-procedural observation on (B)(6) 2019 associated with a pxc141200j. The left internal iliac artery was embolized, and the left leg was extended to the left external iliac artery using an iliac extender component to repair the distal type I endoleak. The endoleak then disappeared. This information is covered in the event# 43384.